Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. Work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -15.50/+3.0/101 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. Another lens will be implanted at a later date.the cause of the event was unknown. The lens was discarded, and will not be returned for evaluation.